Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history was instead performed using the part number for the parts involved in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No batch/lot numbers were provided; hence a documentation review and IFU/device labelling review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated metal ions and yellowish white thin liquid may be consistent with findings associated with osteolysis. However, the root cause of the pain, elevated ions and osteolysis cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to pain, osteolysis and elevated chromium and cobalt levels